Event description:
The customer reported to the philips customer care center that the ac power module was not working.

Manufacturer narrative:
(B)(4). The customer reported to the philips customer care center that the ac power module was not working. The device was evaluated locally by the customer with the help of the response center. Given the info provided by the customer, the philips customer care center determined that the ac power module had failed. There was no reported pt involvement. The customer ordered a new ac power module to resolve this issue.